Manufacturer narrative:
The technician inspected the bed and found no issues with it or the mattress and indicated they are working as designed. Customer does not like the (B)(4) bed and are working with their local va and hill-rom to replace it with another bed.

Event description:
At 4 am found the patient with his head caught between the siderail and the air mattress and his leg was caught between the siderail and the mattress. The patient was bruised on his face, side, arm, stomach and legs. The patient was treated with ice and a topical antiseptic on his bruises. The air mattress on unit is a synergy air elite, (B)(4), 36 inch mattress.